Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is new to the pump and that the pump basal rate settings need adjustment for insulin needs at night, as the current basal rate setting is too high. The customer experienced a blood glucose level of 30 mg/dl. The customer consumed food to address bg level. The customer's healthcare provider is in the process of adjusting pump settings.